Manufacturer narrative:
Document review: amistem h femoral stem size 3 lat - ref 01.18.143/lot 102669 (50 stems produced). All parameters were found to be conforming to specs valid at the time of mfg. The (B)(4) stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement is highly unlikely; aseptic loosening is a known complication of total hip replacement.

Event description:
The stem amistem h was replaced due to loosening, 16 months after surgery.